Event description:
It was reported that during a lithotripsy procedure, the fiber tip broke inside the patient. No further details have been report including patient outcome or complications. Boston scientific has been unable to obtain additional information despite good faith efforts.